Manufacturer narrative:
Other contact person phone number: (B)(6). User called into emergency support program line to request support with a cardiosave intra-aortic balloon pump(iabp) gas loss alarm. (B)(6), a cardio fellow, stated the nurses had change out the pump; however, the 2nd pump continued to alarm gas loss also. When asked, (B)(6) stated they were disconnecting the helium tubing to resolve the gas loss alarm. She and esp personnel performed proper troubleshooting: verify the helium tubing had no blood or discoloration. Press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. The pump resumed without issue. While esp personnel and (B)(6) were discussing the nature of this alarm and different clinical possibilities, the pump alarmed gas loss again. Esp personnel and (B)(6) check for blood or discoloration in the helium tubing, turn down the augmentation by 2 levels to 8 out of 10 bars, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. The pump again started without issue. There was no obvious clinical explanation for the alarm at that time. Esp personnel explained if the pump continued to alarm gas loss then there was most likely an issue with the balloon. Esp personnel advised to go ahead and speak with the attending physician about issue. There was no patient harm or injury reported.

Event description:
User called into emergency support program line to request support with an intra-aortic balloon(iab) gas loss alarm. (B)(6), a cardio fellow, stated the nurses had change out the pump; however, the 2nd pump continued to alarm gas loss also. When asked, (B)(6) stated they were disconnecting the helium tubing to resolve the gas loss alarm. She and esp personnel performed proper troubleshooting: verify the helium tubing had no blood or discoloration. Press the iab fill key for 2-3 seconds, press start and check the helium tubing again. The pump resumed without issue. While esp personnel and (B)(6) were discussing the nature of this alarm and different clinical possibilities, the pump alarmed gas loss again. Esp personnel and (B)(6) check for blood or discoloration in the helium tubing, turn down the augmentation by 2 levels to 8 out of 10 bars, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. The pump again started without issue. There was no obvious clinical explanation for the alarm at that time. Esp personnel explained if the pump continued to alarm gas loss, then there was most likely an issue with the balloon. Esp personnel advised to go ahead and speak with the attending physician about issue. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d4 (lot #, UDI number), h6 (medical device ¿ problem code).